Manufacturer narrative:
Clinical evaluation performed on (B)(6) 2018 by medical affairs director: 5 years after primary tka radiological analysis shows insert dissociation. The screw meant to secure the insert to the tibial tray is found broken: no means of determining whether this is an effect of insert dissociation or the fracture of the screw did not prevent the insert to dislocate. No former xrays are avalable to establish possible previous movements or malpositioning of the insert. The cause for this adverse event cannot be determined with the information at hand. Batch review performed on 12 january 2018 lot 114231: (B)(4) items manufactured and released on 24 january 2012. Expiration date: 2016-12-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Visual inspection perforemd on 12 january 2018 by r&d project manager: screw breakage discovered after 5 years from primary surgery. The insert was found dislocated in the joint. The screw is found broken in 2 pieces at the height of the baseplate, in correspondence to the threated part of the screw. One part of the screw is still in the insert and the other in the baseplate. The bottom surface of the insert is completely damaged, with scratches and deep dents most likely caused by the relative movement between the insert and the tibia tray. The ps cam is found severely damaged in the lateral and the medial side. This was caused by the unpredictable and unexpected contact with the femoral component during flexion / extension movements. It is not possible to define if the insert dislocated as a consequence of the screw breakage or if the insert dislocated causing the breakage of the screw. It is not even possible to establish the root cause of this unlikely event. This could be happened as a consequence of an unpredictable traumatic event (e.g.:fall of the patient) or for a malpositioning of the implant during primary surgery.

Event description:
Revision 5 years after primary due to screw breakage and liner dislocation: the surgeon had to remove also the tibial component as part of the screw was stuck inside it. New tibial baseplate with stem and new thicker liner implanted.